Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. There was no reported impact to the customers blood glucose level. The customer declined to troubleshoot with tandem technical support. No additional information was provided.